Event description:
Received information stating patient was shoveling snow and noticed luer lock had become disconnected. Patient reconnected the luer lock and feels she has received excessive insulin.